Manufacturer narrative:
E1: event country: (B)(6). Name: abbvie inc country: united states of america street address: 1 north waukegan road city: north chicago state: il zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the infusion set tubing came out from the site (abdomen).